Event description:
Information received by medtronic indicated that the customer has reported hyperglycemia, vomiting, dizziness, diabetic ketoacidosis, confusion/disorientation treated with IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit, hospitalization: overnight stay, a blood glucose value of 29 mmol/l, the customer alleging possible pump under-delivery, and a crack at the back of the pump. Troubleshooting was performed and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event and the customer was used the auto mode feature. No further patient complications were reported. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the customer's event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer's event date of (B)(6) 2023 listed on smartsolve. Dailytotalcollectionstarttime: 12/21/2023 00:00:00.000 dailytotalofallinsulindelivered: 515500 (51.55 u) dailytotalofbasalinsulindelivered: 144500 (14.45 u) dailytotalofbolusinsulindelivered: 371000 (37.1 u) 12/21/2023 00:04:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 9000 (0.9 u) bolusamountdelivered: 9000 (0.9 u) 12/21/2023 00:09:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 9000 (0.9 u) bolusamountdelivered: 9000 (0.9 u) 12/21/2023 00:34:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 7000 (0.7 u) bolusamountdelivered: 7000 (0.7 u) 12/21/2023 00:39:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 6000 (0.6 u) bolusamountdelivered: 6000 (0.6 u) 12/21/2023 00:44:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 5500 (0.55 u) bolusamountdelivered: 5500 (0.55 u) 12/21/2023 01:24:24.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 6500 (0.65 u) bolusamountdelivered: 6500 (0.65 u) 12/21/2023 02:04:24.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 13500 (1.35 u) bolusamountdelivered: 13500 (1.35 u) 12/21/2023 02:09:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 30500 (3.05 u) bolusamountdelivered: 30500 (3.05 u) 12/21/2023 03:24:43.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 57000 (5.7 u) bolusamountdelivered: 57000 (5.7 u) 12/21/2023 10:12:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 64000 (6.4 u) bolusamountdelivered: 64000 (6.4 u) 12/21/2023 10:32:01.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u) 12/21/2023 14:12:28.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1glucosecorrection (6) normalbolusamountprogrammed: 153000 (15.3 u) bolusamountdelivered: 153000 (15.3 u) in further full review of the pump history/traces on the ss event date of 22-dec-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 22-dec-2023 listed on smartsolve. Dailytotalcollectionstarttime: 12/22/2023 00:00:00.000 dailytotalofallinsulindelivered: 381500 (38.15 u) dailytotalofbasalinsulindelivered: 194000 (19.4 u) dailytotalofbolusinsulindelivered: 187500 (18.75 u) 12/22/2023 11:10:35.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 75000 (7.5 u) bolusamountdelivered: 75000 (7.5 u) 12/22/2023 12:42:02.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 112500 (11.25 u) bolusamountdelivered: 112500 (11.25 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the ss event date 22-dec-2023 and customer's event date of 21-dec-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 12/16/2023 12:02:00.000 12/17/2023 13:47:00.000 12/18/2023 09:13:00.000 12/21/2023 11:42:00.000 12/22/2023 09:04:00.000 12/22/2023 09:14:00.000 12/22/2023 15:52:00.000 sensorerroralert (801) was recorded and found in the formatted history file on: 12/19/2023 13:41:44.000 12/19/2023 14:11:47.000 12/19/2023 14:46:46.000 12/20/2023 00:59:20.000 12/20/2023 01:09:00.000 12/20/2023 03:49:21.000 12/20/2023 03:59:00.000 12/20/2023 04:24:18.000 12/20/2023 04:34:00.000 12/20/2023 04:54:21.000 12/21/2023 02:39:22.000 12/21/2023 03:14:22.000 12/21/2023 03:54:22.000 lostsensor2alert (781) was recorded and found in the formatted history file on: 12/21/2023 11:58:00.000 12/22/2023 16:08:00.000 sgcalibrationerror (776) was recorded and found in the formatted history file on: 12/19/2023 05:47:53.000 sgcalibrationerror2 (838) was recorded and found in the formatted history file on: 12/19/2023 06:03:08.000 12/19/2023 06:03:37.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (23.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label missing. Cosmetic damage was confirmed at the back (around the battery case area) and battery compartment of the pump. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. Customer alleged for sensor updating anomaly and possible under delivery anomaly were not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.